Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However,troubleshooting was performed and the unit passes the performance check and circuit calibration. The technical support advised the customer to run the unit and see if they can duplicate the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the 3100a ventilator stopped while in patient use. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.